Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) evaluated the system and found that there is an issue with exposure because of the incorrect operation of the generator point module. The engineer suggested to replace the element and perform conditioning and adaptation once replaced. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible on the allura device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.